Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in pacing inhibition in this pacemaker dependent patient. This device was explanted and this crt-d was implanted; however, the oversensing and pacing inhibition resumed. The physician suspects insulation damage to both of these transvenous implantable leads. The second device was explanted along with the right and ventricular leads and a new system was implanted. The original crt-d will be returned for analysis. The second device along with the extracted leads will not be returned.